Event description:
My gynecologist used "surgilube" which contains chlorhexidine gulonate during my pap smear procedure. By the time I got dressed, my entire body had uncontrollable itching, especially in the vaginal area. The body itching has subsided after a week, however the vaginal area inside and out is still itching, swollen, and burning. Some information that I have read online says it's not recommended for that procedure, yet it is used, and the side effects are horrible. I hope they will remove it for this procedure. My gynecologist used it to perform a pap smear exam.